Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report their issue. The customer stated that the color bar image was on the screen when no scopes were connected to the tower (inline with proper function of this device). However, he went on to note that when the scopes were connected to the cv-190, the color bar image remains displayed on the monitor. Reportedly, the facility tried four different video cables and the results were the same. Tac recommended that the unit be returned for inspection and possible repair. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was not presenting an image during procedure preparation. According to the initial reporter, the patient was moved to another room to continue the case. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.